Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, active current test and self test. Pump failed the sleep current test due to corroded battery tube. Charge/battery lasts less than expected confirmed. Pump received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the battery on the insulin pump that was not lasting long, according to customer the battery on his pump only lasts for 4-5 days and he confirmed that he uses batteries that are fresh from the pack, energize. No harm requiring medical intervention was reported. The device will be returned for analysis.